Event description:
It was reported by the customer that when using the bd pyxis¿ es server was on critical override and not crossing over the stations. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. Upon investigation of the actual device used in this incident, it was determined that the system showed that none of the patients had crossed, and all stations were under critical override. The technical support specialist (tss) found that the data synchronization service on the sync server rdpwapp339 had stopped. The tss manually started the service and confirmed that all stations were communicating normally. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was on critical override and not crossing over the stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.